Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the coupling was found disassembled as complained, but it was not possible to determine the exact cause of this occurrence. It is possible that a combination of the following elements caused this malfunction: strong force was applied to the lever of the attachment, there was use of a large k-wire (2.8 to 3.2 mm), and/or a possible weakness in the design. The exact cause of this occurrence cannot be defined, but further measurements were taken to avoid such an occurrence in the future. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case. No patient information will be reported. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that there was full debricolage (loosening) of the device.the bearing balls scattered in the operating room during the stabilization of a diaphyseal fracture of left femur with a technical nail-plate. The quick coupling 3mm wire could not be released. So assembly only by a plate was performed, it was reported that a risk of failure is higher. No part remained in the patient. There was a surgical delay of forty-five minutes. No human involvement. This a veterinary case that involved a (B)(6) dog. This reports is for 1 of 1 complaint (B)(4).